Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2026, in the middle of the night around 3am, the patient was not feeling fine, he felt dizzy, sweaty, increased thirst, confusion, disorientation, nausea and was shaking. Due to these symptoms, he woke up then he noticed the receiver was at urgent low but it did not make a sound at all. He drank some orange juice and called 911 and he was brought to the hospital. At the emergency room a nurse did a fingerstick but patient did not remember the value. The patient declined to disclose how long he stayed at the hospital since he was also having a heart problem (stayed more than 24 hours) so had stay longer and he only stated that no medication was given to him at the hospital and no ongoing treatment and continuous monitoring. At the time of the report the patient was fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.